Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had a small wound right above her scs ipg site. The wound was cultured; however, there were no signs of infection present. The patient's physician elected to explant the patient's entire scs system during surgery on (B)(6) 2015.